Event description:
After one year of implantation, the device was explanted because of short ventricular intervals observed in some event episodes stored in device memory; failure of the pacing hybrid was therefore suspected. The device was not on the suspect list established by angeion for risk of noise sensing due to delaminated pacing hybrid.